Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and performed a full ovp (operational verification procedure). Vt (tidal volume) accuracy, breath rate, o2 blending accuracy, and peep (positive end-expiratory pressure) verification were performed. Compressor 125 was checked and the uim (user interface module) is functioning properly. All alarms are accurate and the batteries are functional and charging. The unit meets all manufacturers specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the avea ventilator unit had a patient incident. When they changed modes from CPAP (continuous positive airway pressure) to prvc (pressure-regulated volume control) they got a high rate alarm. The issue occurred during patient-use and at this time, there is no information regarding patient harm associated with the reported event.